Manufacturer narrative:
The event date is approximate. Product was not returned to confirm a malfunction has occurred.

Event description:
The consumer reported that the tsangpo power flosser caught on fire. There were no reports of injury or property damage.

Manufacturer narrative:
The device was not returned nor required for investigation. The root cause has been addressed and executed through design change. This is a known issue which has been addressed by ph ohc design change and implemented.

Event description:
The device was not returned nor required for investigation. The root cause has been addressed and executed through design change. This is a known issue which has been addressed by ph ohc design change and implemented.